Manufacturer narrative:
Device evaluated by manufacturer: updated the concerto coil was returned for evaluation and the clinical observation could not be confirmed. As received, the concerto coil re turned in a contradictory condition to the original reported event as the implant coil was in good condition within the introducer sheath and still attached to the pushwire. The pushwire was found to be bent at the proximal end. The implant coil was pushed out from the introducer sheath for further evaluation. No defects were found on the implant coil. All other subassemblies appeared normal and no other anomalies were observed. Follow-up was conducted for additional complaint details due to the condition of the returned device, however no information has been received. Based on the returned device condition, this would not meet the criteria for a reportable event as the coil pushwire found bent and the coil was still attached in good condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil "broke" and also this coil not deployed. There were not any patient symptoms or complications associated with this event. No further information was provided.